Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had a blood glucose (bg) of 662 mg/dl. The patient stated that they take 500 units insulin and their cartridge had been leaking. Customer support (cs) advised the patient to go to the emergency room if they can not get insulin within an hour. This report is being made due to the hyperglycemic event the patient experienced due to an alleged cartridge leak.